Event description:
Doctor reported events of "ruptured band", "tubing disconnection from port", and "leak at port site" from journal article: "reasons and outcomes of laparoscopic revisional surgery after laparoscopic adjustable gastric banding for morbid obesity", surgery for obesity and related diseases 6 (2010) 391-398. This medwatch represents the 8 patients listed in table 2 of the article who were diagnosed with "ruptured band", "tubing disconnection from port", and "leak at port site." It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."